Event description:
Reported as: "suspected possible port leak. Upon band inspection during surgery he (the surgeon) found that the tubing proximal to the port was "hard and brittle". This tubing had been removed and will be returned." (Leak)

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 24/jun/08. The product associated with this report has not yet been returned. Based upon the serial number provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."